Event description:
It was reported that the patient presented for post-operation check. It was discovered that the patient's pacemaker had cleared its implant date, lead information and polarity settings. When the lead information was reinputted there were some error messages, but eventually the information was successfully inputted. The polarity settings were also reprogrammed correctly and upon interrogation the device retained all the information inputted. The patient was in stable condition and would continue to be monitored.